Event description:
The pump was being used to deliver morphine.

Event description:
A CT was performed a day prior to the report for unrelated issues (the patient had cancer). It showed the catheter was intrathecal but looked ¿tortuous¿ per the doctor. They stated the catheter turned a couple of times instead of being straight up. The doctor performed a side port aspiration ¿with nothing returning¿. The logs were checked. A volume discrepancy was reported and the actual residual volume (arv) exceeded the expected residual volume (erv) 30 ml to 10 ml. The cause of the issue was noted to be a probable catheter occlusion. A catheter revision was planned. The medications infused were unknown, but the pump was specified to be a pain pump. The patient related increased pain for approximately three weeks, as well as a generalized overall increased pain due to no delivery of medications. The patient¿s status at the time of the report was alive with no injury. On (B)(6) 2014 it was later reported that the catheter revision had not yet been scheduled by the office.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's pump had not worked since (B)(6) 2014 and the patient was not well enough to get it fixed. It was unknown if it was a catheter or a pump issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).